Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that on (B)(6) 2026, during a surgical procedure, a dib +21.5d lens was implanted, but the capsular bag was found to be ruptured after implantation. As a result, the primary eyhance lens had to be explanted and replaced with an anterior chamber intraocular lens. The lens was inserted and removed during the same procedure. No injury and intervention required. No further information is available.